Event description:
It was reported that this cardiac resynchronization therapy defibrillator associated with this right ventricular pace-sense lead exhibited reproducible noise on the right ventricular (rv) shock and pace-sense channels with isometrics. During the testing, there were times when complete loss of capture was noted and the patient reported not feeling well. It was noted that the heart failure index was very high. A boston scientific technical services consultant discussed that, due to the fact the noise was reproducible, it was likely a lead issue. It was also noted the rv impedance was stable but spikes in impedance and threshold fluctuations had begun a few months prior. Review of stored episodes from this time showed pacing inhibition lasting approximately two seconds. Review of the presenting electrogram found oversensing on the rv electrogram with no inhibition of pacing noted. The shock portion of the lead was later surgically abandoned and this new pace-sense lead was implanted. Four days later rv impedance was out of range and there was no capture. The pacer-dependent patient was paced asynchronously with support from the left ventricular lead. Ts suggested it may be a connection issue. The patient expired approximately ten days later. No allegations were received regarding the patient passing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed approximately 45 mm from the terminal end. Only the proximal segment was returned. Visual inspection noted induced damage caused by the explant procedure - the shock coils and insulation was cut with tool. The segment that was returned exhibited normal lead resistance measurements, and no conductor issues. Analysis could not confirm the field allegations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited reproducible noise on the right ventricular (rv) shock and pace-sense channels with isometrics. During the testing, there were times when complete loss of capture was noted and the patient reported not feeling well. It was noted that the heart failure index was very high. A boston scientific technical services consultant discussed that, due to the fact the noise was reproducible, it was likely a lead issue. It was also noted the rv impedance was stable but spikes in impedance and threshold fluctuations had begun a few months prior. Review of stored episodes from this time showed pacing inhibition lasting approximately two seconds. Review of the presenting electrogram found oversensing on the rv electrogram with no inhibition of pacing noted. The shock portion of the lead was later surgically abandoned and a new pace-sense lead was implanted. Four days later rv impedance was out of range and there was no capture. The pacer-dependent patient was paced asynchronously with support from the left ventricular lead. Ts suggested it may be a connection issue. The patient expired approximately ten days later. No allegations were received regarding the patient passing.